Event description:
It was reported that there was a repeat azure computer unit (acu) watchdog error. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Operator of device is unknown.

Manufacturer narrative:
Other, other text: h3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seals were removed, and non-original equipment manufacturer tamper seals were found on the pump instead. An error code was found in the ehl (event history log). The customer reported issue was not duplicated during the investigation as no physical or any other damage was found on the speaker. Root cause of the reported issue is unknown as no problem was found. Replaced the speaker as a preventive measure, performed preventive maintenance and all functional testing. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 4000, d10: correction: device available for evaluation: yes, h4: device manufacture date: 22-may-2019.